Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, the patient underwent a cystoscopy and the coaptation of the urethra was perfect. No space in the lumen at all, and the surgeons could not explain why the patient was not dry. Rather than change the cuff to a smaller size, surgeon decided to change the balloon to one of higher pressure. There were no additional patient complications reported.